Manufacturer narrative:
Analysis of the ins s/n: (B)(4) found that difficulty was encountered when attempting to insert a known good lead into the c onnector port. The bore of the strain relief was angled and did not align with the opening in the #0 connector.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0z1u8, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The manufacturers' representative (rep) reported there was a lead insertion difficulty reported during the procedure. The header bore was clear and setscrew was backed out of the bore but they were not able to insert the lead into the implantable neurostimulator. The surgeon backed out the setscrews but the lead did not progress into the header. Another implantable neurostimulator was opened and used- there was no lead insertion issue. It was unknown if there was visible damage to the lead. There were no patient symptoms reported. No further information was provided about this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.